Event description:
It was reported that the device was used during an ileal laparoscopic procedure. It was reported that the (1) tlc55 would not fire after being loaded. It was taken out of original package and then would not fire after first reload. There was no consequence to the patient.